Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 1: customer reports three episodes of blood backflow and leakage out of the backcheck valve closest to the distal y-connector ( closest to the patient). No injury reported.

Manufacturer narrative:
Event 1: this report has been identified as b. Braun medical internal report number (B)(4). One used sample with no packaging was returned from the facility for evaluation. A visual evaluation was performed on the sample, and it was noted on the distal y-site caresite, that there was a male luer patient connector broken off into injection set. The sample was functionally leak tested. No other leaks were noted on the line. The backcheck valves were visually evaluated and no nonconfirmed was observed. Based on the evaluation of the sample returned the reported defect of backcheck valve leakage was not confirmed. Although the exact root cause cannot be determined, previous engineering testing cited a probable root cause could be alcohol exposure of certain male adapters, which can lead to difficulty removing or breakage of male luer tapers when connected to female luers. Per the IFU, "swab top lad vigorously for 15 seconds with 70% isopropyl alcohol and allow to air dry prior to use." Please note the air drying of the alcohol prior to use. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.